Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; initial implant malpositioning. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7045-90, lot# i0903, mfd. 01/22/14, exp. 2019-01-22, gtin (B)(4). 2nd (middle): ifuse implant, p/n 7040-90, lot# i0888, mfd. 01/27/14, exp. 2019-01-27, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7040-90, lot# i0876, mfd. 12/05/13, exp. 2018-12-05, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2014 where three implants were installed. The patient later reported to a different surgeon with complaints of continuing right side si joint pain. The surgeon determined that one of the implants may have been positioned too posteriorly and decided to remove all the implants hoping that the patient's pain symptoms would improve. In (B)(6) 2019, the surgeon removed all the implants using chisels as they were all solidly fixed in bone and filled the voids with bone graft. He did not indicate that there was any nerve impingement or that any implants were loose. The status of the patient following the revision procedure is not known.